Event description:
It was reported that during a pta treatment procedure, the symmetry small vessel balloon deflated slowly after the first inflation. The pt was asymptomatic during this event. The lesion being treated was in a previously placed shunt in an unspecified location. The physician used a 5f medikit introducer sheath for vascular access, and a radiofocus .018 guidewire to cross the lesion. The symmetry balloon was removed from the pt while partially inflated, and replaced with a talon 5/40.mm balloon catheter to successfully complete the procedure. No pt injuries or complications were reported. Pt status is report as 'fine'.